Event description:
Profound and permanent neurological injuries [nervous system disorder], neuropathy [neuropathy peripheral], excess zinc [blood zinc increased], copper depletion [blood copper decreased], profound and permanent physical injuries [injury]. Case description: an attorney reported that their client, an adult female who is now age (B)(6), used fixodent denture adhesive, version unk cream on dentures she received 25 years ago, unspecified total daily use beginning 1985, and reported the following: profound and permanent neurological injuries, diagnosed with neuropathy attributed to excess zinc and resulting copper depletion, profound and permanent physical injuries/other injuries that have left her with constant use of a walker and unable to perform her normal, customary, and daily activities. The client discontinued use of fixodent after she was diagnosed with neuropathy. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history-denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.